Event description:
Boston scientific received information that the right atrial (ra) lead impedance measurement has increased from 500 ohms to 1100 ohms since last device interrogation over six months earlier. It was noted that threshold measurement has also increased from 1.6 volts at 0.5 ms to 3 volts at 1 ms. There was no noise on the lead. The physician may consider reprogramming the device to a single chamber mode because the patient has no bradycardia indications. However, at this time the physician has opted to monitor the patient as the patient does not pace much in the atrium and the device is still sensing normally.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Two fragments were received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned fragments were visually and electrically analyzed. The inspection revealed several explantation damages such as cuttings in the insulation and a damaged silicone sealing of the is-1 connector pin were detected. The fixation helix was found deformed. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.